Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. (B)(4).

Event description:
Additional information provided clarified that the event was noticed at the beginning of the surgery and a new package had to be opened. The particles seen in the eye were cleared with aspiration. There was no further issue with the patient. No prolongation in the treatment period occurred. Patient was controlled after surgery and was fine.

Manufacturer narrative:
Evaluation summary: one ultravit probe was returned for metal particles coming from the probe cutter during surgery. The complaint report information indicates the particles present in the eye were removed with aspiration. The metal particles were not returned for analysis. For this complaint file, the final lot was identified. For this final lot, three component probe lots were used to make up the final lot. A device history record review for each of the lots was conducted. No anomalies were found during the device history record reviews. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. The used 23ga pak was visually inspected. Surgical residue was observed in the drain bag. The probe sample was flushed thoroughly by the console. After priming, proportional reflux was performed on the probe manifold, and the material was collected in a water container. The collected fluid was filtered through a fine cellulose acetate .8 micron filter and the residue was inspected using 150x on the microscope. Tiny shining material was observed on the filter material. With the infusion console on in the setting of 30 mmhg, the distilled water was aspirated through the probe line in the vitrectomy 3d mode with 650 mmhg vacuum setting. When the aspiration chamber was full, fluid was reflux from the probe with the 120 mmhg proportional reflux mode. The process was performed twice to flush fluid from the probe. The collected fluid was filtered on the separated petri dishes. Fluid in the drain bag and manifolds were also flushed and filtered. The elastomers on the pinch plate were removed to check for particles. Viscoelastic substance was observed in the pump elastomer and the suction elastomer. No metal particle was found on the elastomers. Three particle samples from the flushed probe and two samples from the drain bag were analyzed by the (B)(6) laboratory. The samples were visually and microscopically examined. Particles were present in each filter, but only metal particles were observed from the drain bags samples with a size up to 210 um. These metal particles were identified as mainly aluminum with just a small amount of carbon. The probe complaint sample was visually examined using 25x magnification and deemed conforming. The probe was disassembled and the components visually inspected. There was approximately 10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the outer cannula needle from the inner cutter. There were gouge marks at the bend area of the inner cutter consistent with expected operation of the probe. The probe cutter and its outer cannula needle are composed of (B)(4), with materials of mainly (B)(4) and (B)(4). The (B)(4) inner cutter and outer cannula needle are not comprised of aluminum material. The complaint evaluation does confirm that a metal particle was present during surgery that was found in the drain bag. The composition of the metal particle does not confirm the source of the particle was from the probe. The composition of the probe cutter and other probe components do not contain aluminum. The visual analysis of the probe indicates the probe met specification and its visual appears was typical for a probe that had been used. The source of the metal particulate cannot be determined from this evaluation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further information on the event with no response to date. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reported that metal particles were coming from the cutter during surgery. The patient outcome is unknown. Several attempts were made to obtain further information on the event with no response to date.